Event description:
It was reported that the patient had an undisclosed vaginal surgery on an unspecified date, and sutures were utilized, following which the patient experienced continued pain and bleeding for fifteen months. After several attempts to remove the sutures during office visits, the patient had to undergo a surgical procedure on (B) (6) 2010 to have the sutures removed. No additional information has been provided.

Manufacturer narrative:
(B) (6): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.